Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that multiple unspecified malfunction alarms occurred. Customer¿s blood glucose level ranged from 108-198 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.